Event description:
First pass for biopsy went fine but there was a "niche" in the needle so the end of biopsy gun wouldn't advance again into introducer needle.manufacturer response for biopsy gun, biopince (per site reporter)======================they issued rga#, asked to have sent in for qa.